Event description:
It was reported that the saw blade broke during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The saw blade subject to this complaint was not returned for eval. Incorrect details of lot no. Were provided. It was not possible to determine the definitive root cause for the alleged breakage.